Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 10:30am after the end user's sister-in-law discovered he had collapsed and had been confined to the floor for 11 hours because he was not able to move. He was in a state of confusion and had a dry mouth. The paramedics were called and performed a blood glucose test with their meter but the sister-in-law could not recall the result or any information related to any treatment administered. The end user was admitted to the hospital and has remained hospitalized for several weeks. The nurse at the hospital compared the end user's prodigy meter with their meter. The prodigy meter read significantly higher. No additional information was provided in relations to the medical event.